Manufacturer narrative:
Manufacturer's investigation conclusion: review of the downloaded log file showed that the returned heartmate ii system controller (serial number: (B)(6)) appears to have been the patient's backup controller. The controller was put into use on (B)(6) 2020 then exchanged again on (B)(6) 2020. The primary controller (exchanged for backup controller on (B)(6) 2020) will be reported under MFR # 2916596-2021-02464. The reported event of a call hospital contact alarm on the heartmate ii system controller (serial number: (B)(4)) was confirmed via log file analysis. The system controller was returned for analysis and a log file was downloaded and showed events spanning approximately 8 days ((B)(6) 2014, (B)(6) 2016, (B)(6) 2017, (B)(6) 2019, (B)(6) 2020 and (B)(6) 2001 per the timestamp). Events occurring on (B)(6) 2001 are due to the controller clock not being set. Intermittent replace controller alarms were active on (B)(6) 2020 at 20:20:52 ¿ 20:31:44 accompanied by yellow wrench alarms. No other alarms related to the reported event were observed in the log file. The returned system controller was functionally tested and passed all testing without issue. The reported alarms were unable to be reproduced. Additional information provided on 12nov2020 stated there were no log files that could be submitted for this event. The root cause for the call hospital contact alarm was due to a replace controller alarm accompanied by a yellow wrench alarm; however, the root cause of the replace controller and yellow wrench alarm was unable to be conclusively determined through this analysis. The device history records were reviewed for the heartmate ii system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications and shipped on 09oct2014. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including replace controller, yellow wrench, and call hospital contact, lcd fault, and backup battery fault alarms. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the bedside nurse exchanged the patient's controller due to an alarm reading, "call hospital contact." This alarm occurred in the middle of the night; however, an interrogation of the system controller did not reveal any alarm condition prior to the exchange of the system controller.